Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been treated in the emergency room for hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 480 mg/dl while wearing a pod on their leg for longer than 48 hours. It was reported that the pod had expired. Symptoms reported include being dizzy and vomiting. The patient was treated with insulin and intravenous fluids. The pod was removed at the hospital.